Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was shallow inside the pocket. As a result, surgical intervention was undertaken on (B)(6) 2017. During the procedure, the physician made the pocket deeper utilizing the same ipg which resolved the issue.